Event description:
The st. Jude representative reported that the deivce presented with aborted output due to high output circuit damage. During an induction test, there was no delivered energy. Technical services discussed testing the high voltage lead integrity before connecting a new device to the lead. The representative stated that the lead was checked and the impedance was low. The decision was made to explant the device and lead.